Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. It was unknown if the patient was hospitalized for the event. On an unreported date, the patient was treated with ceftazidime and vancomycin (both 1g, routes, frequencies and durations were not reported) for peritonitis. At the time of this report, the patient outcome was unknown. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
B5: upon follow-up, it was reported that the patient was hospitalized for the event. Both antibiotic treatment were discontinued. At the time of this report, the patient was discharged and has recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.